Manufacturer narrative:
During prep of the device the physician attempted to put an angle on the tip of the frontrunner with the jaws open. This was done using a needle, by gently bending the blades over black line on the tip of the catheter. The jaws of the device then separated from the catheter. The device never entered the patient. One non sterile frontrunner 140 cm was received coiled in two plastic bags. A separation of the actuating jaws was noticed. During functional analysis it was noticed that the actuating jaws opened and closed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The separation reported by the customer was confirmed; however there are no indications that the failure is related to the manufacturing process, since there are controls in place in the manufacturing line to prevent this kind of issues to leave the facility. The IFU states not to use tools of any kind to shape the catheter. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
During prep, the physician attempted to put an angle on the tip of the frontrunner xp cto crossing ca with the jaws open. This was done using a needle, by gently bending the blades over black line on the tip of the catheter. The jaws of the device then separated from the catheter. The device never entered the patient